Event description:
Patient was revised due to loosening of the talar component and poly wear of the insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records and complaint database were not provided. The investigation could not draw any conclusion about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complainant will be reopened. Depuy considers the investigation closed.